Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the sleeves stuck in the up position on the tip clamps in the reported problem area of the pipette assembly due to dried serum. Two tip clamps and lld contact springs were replaced. The insturment was cleaned, inspected, tested without further problem, and returned to service.